Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the lower left corner and the right plunger case were chipped out. Syringe plunger not in place found in pump event history log. During functional testing using the syringe test, the reported issue was unable to be duplicated. The root cause was unable to be determined. Replaced left plunger case for preventive and glued the plunger board (gluing plunger board to left plunger case was not part of the process when the pump was built). This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the pump exhibited a syringe plunger not in place alarm. No patient injury was reported.